Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the camera head had connection problem when connecting to the video center, due to crack on the device plug. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction. Based on the results of the investigation the customer's allegation was confirmed. According to the investigation, product analysis confirmed that the device connector had physically damaged. Based on the results of the investigation, a probable root cause is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head had connection problem when connecting to the video center due to crack on the device plug. There was no report of patient harm or user injury associated with this event.